Event description:
It was reported to adac that the beam output specification changed from dose/monitor unit to using the output factor table while computing dose. The user set the dose/mu to 0.9 and then went to calculate. While the system was calculating, the user added another point. When the user looked back at the mu page it had changed from dose/mu back to use output factor table. No injuries have been reported as a result of this issue.